Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed, as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to any service performed on the device during the review period.

Event description:
It was reported that the female patient had a pump malfunction, repeatedly receiving the same error message. The cassette was partially unlatched. The pharmacist advised the patient to fully remove and reattach the cassette and the patient complied, removed the cassette, and reattached it. The patient then prepared a new cassette, replaced the tubing, but the alarm persisted. The patient switched to a backup pump, which functioned normally. Tracking information for the returned pump was unavailable, and no photographs were provided. The infusion was continuous, but the set flow rate and volume delivered are unknown. There was a patient involvement, but no patient harm reported. A replacement device was provided. The patient had a backup pump and successfully continued the infusion. The infusion was life-sustaining. The event outcome was resolved.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.